Event description:
It was reported to medtronic neurosurgery that the physician believed the flow through the valve was poor.

Manufacturer narrative:
The valve was patent, however, it did not meet the requirements for siphon and reflux testing. It also did not meet the requirements for leak testing due to a pinhole in the reservoir dome. The device met all specs for all pressure-flow testing except for at performance level 2.5, 46.8 ml/hr @ 0 cm hydrostatic pressure. It also did not meet spec for preimplantation testing. A dissection of the product identified proteinaceous debris inside the valve adjustment mechanism. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of mfg records was not possible as no lot number was provided. No impact to the pt was reported. All of our valves are 100% tested at the time of MFR.